Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it is observed in the radiography that the syndesmosis is open. And the material had to be removed and reduced again.

Manufacturer narrative:
The products were not returned; therefore, product analysis cannot be performed. Three radiographic images and one photographic image were provided. Exact dates of the radiographs were not provided but it appears that one was after the initial surgery and the other prior to the revision. The radiographic images show an ortholoc 3di ankle fracture plate and five screws implanted into the fractured fibula. One screw was implanted through the fibula and into the tibia. Radiographic images provided indicate that the joint space has opened when initial surgery x-ray is compared to the postop x-ray. Also, an image was provided of a screw, possibly after removal. A sheared piece of metal was also displayed next to the screw. No conclusions can be drawn from the provided information and image in regard to the sheared metal fragment. The lot number was not provided; therefore, a quality review cannot be performed.